Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical safety operations manager/global patient safety reported that a (B)(6) male patient underwent a suboccipital decompression, c1 laminectomy with partial c2 laminectomy,tonsilopexy and duraplasty with a duraseal dural sealant on (B)(6) 2018. Just prior to discharge, he was noted to have a white blood cell (wbc) count of 12.8, c-reactive protein (crp) of 116 and mild photophobia. He was discharged from the hospital on (B)(6) 2018. After discharge, the patient had fevers with maximum temperature up to 99.9. He was re-admitted on (B)(6) 2018. A computed tomography (CT) of head revealed sub-occipital fluid collection along the surgical tract. Wound infection was suspected, no culture was done. Treatment with antibiotics (vancomycin, ceftazidime, cefepime) was started. Patient was discharged on (B)(6) 2018. The event was resolved on 27aug2018. The patient ((B)(6)) is enrolled in a baxter sponsored investigational study titled ¿a randomised controlled study to evaluate the efficacy and safety of fibrin sealant, vapour heated, solvent/detergent treated (fs vh s/d 500 s-apr) compared to duraseal dural sealant as an adjunct to sutured dural repair in cranial surgery" ; protocol# 3599-001. The investigator of the study assessed the serious adverse events (saes) as possibly related to duraseal and possibly related to the study procedure. The causality assessment by the medical monitor deems that the saes relatedness to duraseal and the study procedure can not be ruled out.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.